Event description:
It was reported to boston scientific corporation that a spyglass visualization probe was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2014. According to the complainant during the procedure when the physician tried to advance the spyprobe through the spyscope it snapped in half. The probe was reported to have broken into two pieces and it occurred outside the scope and outside the patient. A different device was used to complete the procedure with no patient complications. The patient's condition has been described as fine.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture dates is unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.